Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind, self test, sleep current measurement test and active current measurement test. All currents are within spec range. No low reservoir anomaly noted. The pump was monitored and no unexpected power loss noted during testing. Pump¿s history and trace files downloaded successfully using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Battery cycle 16.0 received the lowbatteryalert (104) on (B)(6) 2025 11:37:00 after more than 7 days at 8.46 days. Battery cycle 14.0 received the lowbatteryalert (104) on (B)(6) 2025 00:29:00 after more than 7 days at 10.67 days. Battery cycle 6.0 received the lowbatteryalert (104) on (B)(6) 2025 17:50:00 faster than expected at 3.86 days. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and vibrator assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. In summary, customer alleged charge battery lasts less than expected confirmed. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Alarm-pump-low reservoir not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump battery did not last and pump keeps alarming for low reservoir but there were more insulin units in the reservoir. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue using the device.